Manufacturer narrative:
Additional information:the device was manufactured between september 17, 2018 - september 18, 2018. The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a leak at the spike port cap from the base of the spike port tubing. The reported problem was verified. The cause of the condition could not be determined. This issues is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.